Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a thermocool® smarttouch® bi-directional navigation catheter and suffered a heart block av third degree requiring cardiac pacemaker insertion. During the procedure, there was impaired nodal conduction between the atria and ventricles. Heart block was confirmed and patient was temporarily paced. Patient scheduled to receive a permanent pacemaker. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of this adverse event. Patient outcome involves permanent damage, as the atrioventricular node is no longer functional. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the physician does not believe that any bwi product malfunctions occurred.